Event description:
Event description guidant received information that at the time of explantation, this implantable cardioverter defibrillator (ICD) could not be interrogated with two different programmers. There are no magnet tones. The device was checked a few days ago and was able to be interrogated at that time.